Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis noted brown/green/yellow particles in the surface of the shell, brown particles in the gel, opening, crease flat and underweight. A microscopic analysis was performed which identify smooth opening in the anterior side and the bladder shell is intact. Based on the device analysis the final assessment is: a smooth opening on anterior side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.